Event description:
Information was received indicating that a cadd administration set, under infused penicillin. It was reported the patient was receiving penicillin through an intravenous line (IV) with 24hour infusion bags. Per reporter the medication bags under infused by more than 10 percent, the patients antibiotic was changed and infusion is now occurring under supervision. No additional information is available at this time.

Manufacturer narrative:
Report source: (B)(6).